Event description:
This report has been prepared based on information provided by a philips field service engineer (fse) and investigated by the philips complaint handling team. The complaint received by philips was related to the philips heartstart mrx defibrillator, which indicated that the defibrillator was displaying an error message stating 'calibration needed'. There was reportedly no patient involvement. An operational test was conducted to identify any issues with the defibrillator. A functional test was performed which revealed that the defibrillation test had failed. This indicates that co2 calibration needs to be performed. Furthermore, the co2 module were found to be malfunctioning. Based on the information available and the testing conducted, the cause of the reported problem was due to the malfunction of the co2 module. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. To ensure correct operation of the device, the fse carried out preventive maintenance to confirm that the defibrillation was functioning properly. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.